Event description:
It was reported that the patient did not have any concerns with their device or therapy.

Event description:
It was reported that the patient was recharging and the antenna popped out of the belt and fell on the floor. The belt did not break. When the patient pushed the start charge key then at the time of the report, they could not get past the reposition antenna screen. It was reported that the patient stopped feeling stimulation the day of the report so that was why they needed to charge. They had not charged recently. Stimulation sensation stopped and they were not recharging the day prior to the report. No falls or accidents reported. There was a broken external antenna. No out of box failure was reported. No medical or therapy problem was reported. They dropped their recharger and the antenna was not working as of the day prior to the report. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).